Event description:
It was reported that the patient was implanted on (B)(6) 2022. There was no left ventricular (lv) thrombus on transesophageal echocardiogram (toe). The pump was turned on. The rpm increased and cardio pulmonary bypass (cpb) was weaned, but there was no flow through the pump. The pump was turned off and a lv thrombus was shown on toe. The patient went back on cpb. A cross clamp was placed and antegrade cold blood cardioplegia was present. The pump was removed from the sewing ring. The lv thrombus was removed. It appeared to be well laminated thrombus and intact, and not friable. The pump was checked with saline and reattached. The pump started and the patient came off of bypass. Left sided deficit was noted in the ICU 6 hours post implant. A computed tomography (CT) scan of the brain revealed a long segment of right internal carotid artery thrombus, extending from the proximal carotid canal to the proximal m1 segment, with only minimal distal reconstitution of the middle cerebral artery (mca) branches. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during the implant procedure on (B)(6) 2022, the pump was prepped per the instructions for use (IFU) without issue and there was no left ventricular (lv) thrombus noted on the transoesophageal echocardiogram (toe) or during post coring inspection. The left ventricular assist device (lvad) was turned on, speed was increased, and cardiopulmonary bypass (cpb) was weaned; however, no flow was noted through the pump. Another toe was conducted, and an lv thrombus was identified. The patient was placed back on cpb, the lvad was turned off, a cross (x) clamp was placed and antegrade cold blood cardioplegia was used. The pump was detached from the apical cuff and a well laminated thrombus structure that was intact and not friable was removed from the lv. The pump was then checked with saline, reimplanted, and the patient was once again taken off cpb. Six hours post implant, the patient had a left-sided deficit. A brain computed tomography (CT) scan revealed a thrombus in the long segment of the right internal carotid artery (ica), extending from the proximal carotid canal to the proximal m1 segment, with only minimal distal reconstitution of the middle cerebral artery (mca) branches. This was associated with an extensive right mca territory infarction. Although requested, it was communicated that CT images were unable to be provided. Palliation was carried out with patient relief in place (rip). The patient ultimately expired on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not be conclusively determined through this evaluation. The controller event log file contained relevant data from (B)(6) 2022 through (B)(6) 2022. On (B)(6) 2022, the driveline was disconnected from the system controller. The white and black power cables were then disconnected from battery power and a controller shutdown sequence was initiated. These events were consistent with the termination of support following the patient¿s expiration. Prior to the disconnection of the driveline, no notable events or alarms were observed, and the pump appeared to function as intended at the set speed. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted and would not be returned for evaluation. No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists stroke and peripheral thromboembolic event as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5, "surgical procedures" (under ¿preparing the ventricular apex site¿), instructs to inspect the ventricular chamber for mural thrombi and crossing trabeculae following removal of the core and to address one or both, as needed. Furthermore, section 5, under ¿implant procedures¿, warns to inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. Section 6, ¿patient care and management¿, lists thromboembolism as a potential late postimplant complication. This section, under ¿anticoagulation¿, also provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.